Event description:
It was reported that during surgery the surgeon was inserting the definitive insert in to a genesis ii knee when the inserter broke. The small end used to lever the insert on to the tibia broke off. No impact to the patient.

Manufacturer narrative:
The device was not evaluated due to no sample was returned for investigation. The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed. Credit cannot be issued for this device.